Event description:
Same case as: 2134265-2008-01410. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with an 3.0x30mm apex balloon. The physician deployed a 3.00x32mm taxus express2 drug eluting stent, however, the midportion of the stent did not "full-expand." The physician tried to post dilate the stent with 3.0x15mm quantum maverick balloon, but the balloon ruptured at 20 atms on the 1st inflation. The balloon was removed intact. The post dilatation was completed with a 3.0x12mm quantum maverick balloon. The physician believes the event was caused by the calcification. No pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
(B)(4). Device name: lox catheters, transluminal coronary angioplasty, percutaneous.